Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The unit failed the final test at oxygen leak. Bench testing revealed fitting tube union mini type was not properly connected to analog board. Properly connected fitting tube union mini type and vent passed oxygen leak test. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit experienced a low pressure issue. Patient involvement associated with the reported event is unknown at this time.